Manufacturer narrative:
(B)(4) date sent to FDA: 05/12/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: the device has not been returned in its original packaging. The active ring of the device is confirmed to be missing from the distal end of the electrode. The missing section of the active ring has been returned with the electrode. The remainder of the electrode show no signs of damage. No connector cable has been returned with the electrode. No electrical or functional testing will be conducted due to the condition of the device. Closer visual examination will only be conducted. No electrical testing conducted due to the condition of the returned device. No functional testing conducted; due to the condition of the device. All fracture faces show evidence of a brittle failure, also there are no signs of an obvious reduction on cross sectional area, indicating a non-mechanical failure mode. It is also worth noting that the fracture surfaces may have been compromised somewhat as activation may have occurred after the actual failure causing the fracture surface to be altered somewhat. The active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. Potentially, indicating failure due to surface (hydrogen) embrittlement. The device history record for ugy2004012 was reviewed for non-conformances related to the nature of the complaint during the manufacturing process. The results of this review indicate there were zero non-conformances regarding the nature of the complaint associated with this lot. Product release date: april 2020 product expiry date: april 2025

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: were there any patient consequences? No harm to the patient were there any fragments generated left in the patients cavity? No how the procedure was completed? They had to open a new handle to continue the procedure was the procedure delayed more than 30 min? Yes a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Product release date: april 2020 product expiry date: april 2025 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an electrosurgical gynecological procedure on (B)(6) 2020 and an electrode was used. The electrode broke during surgery and was replaced with a new handle to complete the procedure. There were no adverse patient consequences.